Event description:
This record reports a click it st cuff that provided an inaccurate blood pressure (bp) reading. While in the operating room, the pt was hypertensive. The high bp was not confirmed by auscultation prior to treatment. After being treated with medications for the high bp, the staff rechecked and the bp was 240/140. Staff switched from the click it st cuff to a soft cuff thereafter and the bp reading was 115/80.

Manufacturer narrative:
Pt data not currently available. Info not known at this time. A f/u report will be submitted when the investigation is complete.